Manufacturer narrative:
.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 via literature article: uzan j, koskas m, fournier p, margulies al, luton d, yazbeck c. Colouterine fistula after polymyomectomy: a case report. Journal of medical case reports. 2014; 8:199. Doi:10.1186/1752-1947-8-199. This case concerns a (B)(6) female patient (infertile african woman} who developed colouterine fistula (colonic fistula and uterine fistula) after placement of seprafilm. The patient had no medical or surgical history. No past drugs concomitant medications and concurrent conditions were reported. On an unknown date, the patient was referred to hospital for intense abdominal pain associated with sepsis and fecaloid leucorrhea. It was reported that the patient had a surgical management of a symptomatic leiomyomatous uterus 20 days earlier in another clinic: pre-operative selective uterine artery embolization (uae) of both her uterine arteries was immediately followed by median laparotomy and ablation of a posterior interstitial leiomyoma of 70mm and an anterior subserous leiomyoma of 45mm where two hysterotomies were made to enucleate the leiomyomas and then sutured with absorbable thread (vicryl) and an anti-adhesion membrane seprafilm (number of sheets, formulation, batch/lot number and expiration date: unknown) for postoperative adhesion with epiploon interposition was used on her uterine sutures. On unknown dates, the emergency biological tests revealed a c­ reactive protein was 300mg/l (normal range not provided) and an abdominal computerized tomography (CT) scan showed intrauterine hydroaeric levels, which confirmed the diagnosis of a colouterine fistula. Later, intravenous antibiotics were started immediately (third generation cephalosporins, metronidazole and gentamicin) and the patient was counseled about the risk of hysterectomy but she insisted on trying a conservative management. Reportedly, an immediate laparotomy was performed the fistula between her sigmoid and her uterine fundus was isolated with feces inside her uterus associated with several lesions of myometritis but with no sign of fecal peritonitis. Also, hartmann's procedure was performed in which resection of lscm of sigmoid colon with creation of a protective abdominal colostomy was done. It was then followed by abundant irrigation of her abdominal and uterine cavities and the uterine edge of the fistula was estimated to have a diameter of smm. It was not immediately closed, but used to place an irrigation system associated with a cervical drainage of the uterus. Drainage of her abdominal cavity was also placed. It was reported that antibiotic therapy was reinforced with piperacillin sodium/tazobactam sodium (tazocilline) and amikacin. After 03 days, the irrigation was stopped and drainage was removed at day 5 after surgery. On an unknown date, histologic analysis did not show malignancy. She was then seen monthly for clinical examination and pelvic ultrasound by a referent gynecologist. After 3 months, a pelvic ultrasound showed a heterogeneous myometrium, endometrial atrophy and a small uterine cavity. After 05 months, the patient's digestive continuity was reestablished by the referent surgeon. After 12 months, the patient was still reported to be amenorrheic despite combined hormonal treatment with ethinylestradiol 0.03mg and levonorgestrel 0.15mg. On an unknown date, an operative hysteroscopy showed a cavity length of 80 mm, endometrial atrophy and a fundal synechia that reduced her uterine cavity volume and prevented the visibility of both tubal ostia. The synechia was removed under ultrasound guidance. Additionally reported, menstrual cycles partially resumed 03 months later, but she did not become pregnant because of other personal problems. In the author's opinion, the use of seprafilm on uterine sutures with epiploon interposition could have connected the uterine suture to the bowel leading to fistula formation. Such practice had been suspected to increase leak related events (fistula, abscess, peritonitis and sepsis) in a multicenter randomized study comparing complications of abdominal surgery with and without the use of seprafilm. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for both events.